Manufacturer narrative:
Internal complaint number: (B)(4). The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the analyzed failures are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation on (B)(6) 2019 and the evaluation was conducted on (B)(6) 2019. There were signs of clinical use. The heater wire was observed to be flexed away from the jaw and detached at the tip of the hot jaw. The silicone jaw was observed to be peeled on the hot jaw. The shaft was also observed to be bent. Based on the returned condition of the device, the reported failure "material twisted/bent; shaft" was confirmed, as well as the analyzed failures "material twisted/bent; wire" and "peeled; jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopron 2, the harvesting tool bent at the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopron 2, the harvesting tool bent at the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.